Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported complaint. Fse confirmed the same instruments that were not recognized on the e-100 would not recognize on the erbe. The system was tested and verified as ready for use. The unit was returned for failure analysis; however, the reported failure could not be replicated. This unit was installed onto the test system, and it worked fine with the vessel seal instrument installed. Failure analysis used the vessel seal extend instrument with a saline-dipped gauze in the jaws to fire the yellow pedal/sync activations and cut/seal about 100 times, and the e-100 worked fine without any issues. The complaint was not confirmed based on failure analysis. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) was not working on the e-100 generator. The site power cycled the e-100 generator and tried a couple vse instruments. The power button and led lights up but it does not work. Erbe was working normal with the vse. The procedure was completed with no reported injury.